Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritoneal inflammation. The breach in aseptic technique was not further described. The patient was hospitalized for the event and the patient was treated with an unspecified drug (intraperitoneal, dose and frequency were not reported) for the event. At the time of this report, the patient was remained hospitalized and was not recovered from the event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.